Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 148mg/dl. Customer did not provide information regarding alternate insulin therapy.